Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Manufacturer narrative:
There was no on-site visit by our field service engineer. According to received information in service report and during communication, replacement of the nozzle units on air and o2 gas module solved the issue. The ventilator passed all functional and safety tests and was cleared for clinical use. The nozzle unit is part of the gas module and regulates the inspiratory gas flow to the patient. It consists of a membrane, a mouthpiece and a feather spring. The membrane in the nozzle unit is pressed against a mouthpiece with a feather spring to regulate the gas flow through the gas module. According to the manufacturer¿s specification the complete plastic nozzle unit must be replaced during preventive maintenance. It remains unknown, when the nozzle units were last replaced. The reported issue was confirm in provided device's logs. Moreover, the analysis of the device's logs revealed that patient circuit test, internal leakage test and flow transducer test failed on the date of event as well. The cause of the claimed issue in this customer product complaint has been determined. The issue was related to defective nozzle units. The UDI information is not available since the device was manufactured before 2015.